Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 17.6 cloud - smartphone hardware iphone14.6 cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports they had a loss of consciousness while wearing a pod. The patient reports their sensor was reading incorrectly as high blood glucose levels. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip. The patient reports being treated with an antibiotic for a urinary tract infection. The patient was discharged from the hospital after 2 days.